Event description:
It was reported that the pump does not build up any pressure, no shut-off pressure, max. 1.07 bar. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The pumps downstream occlusion (dso) sensor was tested and found to be activating out of specification (high pressure alarm). The cause of this issue was noted to be an air bubble beneath the dso seal. The dso seal was replaced, and the dso sensor will be recalibrated.